Event description:
Per the clinic, the patient experienced an infection at the implant area (specific date not reported). The patient also could not wear the sound processor due to implant pain. The implanted device remains.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 13, 2025 was filed inadvertently. No infection at implant area or serious injury has occurred.